Event description:
The customer reported that the system's cine functions would not work correctly. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine and the main hard drives were reseated and the bent pins repaired. The system was tested and found to be working as intended and put back into service.